Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.2 was not opening. A field service engineer checked the station, ran diagnostics, shut down the system, reseated cables issue was not resolved then fse replaced the drawer controller, rebooted the system, and ran diagnostics to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 and multiple pockets were not opening. The drawer was jammed and failed to recover. The customer rebooted the device; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.